Event description:
It was reported to philips the device failed to power on and stopped at "system starting 0:00". The device was not in clinical use. There was no harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) called and confirmed with customer that there was an issue indicating that live monitor had nothing, only data monitor displayed. Rse identified that the fault was in the flexvision pc. The rse explained the customer the possibility of startup failure of flexvision pc. Rse advised the customer to replace the flexvision pc and restart the system. After replacement of the flexvision pc and restarting the system, the system was returned to use in good working order. The codes were updated based on the investigation outcome.